Event description:
Twenty-three-year-old woman had an anaphylactic response within seconds when pic line inserted. Symptoms include hypotension, tachycardia, diminished level of consciousness. Pt was treated with benadryl and o2. (Pic removed immediately).